Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached a battery status of end-of-life approximately four months post implant. The device was explanted and a new device was implanted.